Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The customer inspected the instrument and observed crystals near the sample probe pipetting opening of the diverter, load and unload base. The part was cleaned the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 1,240.61 iu/l was generated on (B)(6) 2023 for a 31 year old female patient diagnosed with diagnosed with chronic pelvic inflammatory disease. The same patient was redrawn on (B)(6) 2023 and the architect total b-hcg result was negative t <1.2 iu/l. The customer then retested the previous positive sample and the results were negative at <1.2 iu/l. While troubleshooting the isue, the customer noticed crystals near the sampling probe hole. It is suspected that the crystallization may have caused contamination during testing resulting in the false positive result. No impact to patient management was reported.